Event description:
It was reported that during surgery, when opening the t the synergy pc fem sz16 120mm, it was noticed that device contained in the box corresponded to a size 9 standard offset. Procedure continued with a backup device from smith and nephew and without a delay.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device outer box is for device 71930715 batch 15cm21873b, but the actual device and inner labels are for device 71930708 batch 15cm06050. A review of complaint history did not reveal similar events for the listed device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. As the device was found to be packaged incorrectly, a contribution of the device to the reported event could be corroborated. A potential probable cause could be but not limited to a manufacturing deficiency. Based on this investigation, the need for corrective action is not indicated. This issue was evaluated through our internal quality process. No additional batches/parts were returned. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.